Event description:
My seven old is type one diabetic. She wears dexcom g7. They are advertised as a 10 day cgm. They last typically five days. We had three fail between (B)(6). On (B)(6) I was woken up but a high alarm. Her sugar was 170 mg/ld. Her insulin pump doesn't understand there is an issue with the cgm or that it's not reliable on the fist day as dexcom states. Her pump dosed her three times in her sleep for a total of 0.75 units of insulin. I had a higher target range set of 115-125 on her pump to help keep it from being so aggressive since dexcom was reading 50 to 100 points above or below her actual blood sugar all day. When I got up her finger stick was 133. I treated her with a 4g glucose tab and calibrated the dexcom. An hour later dexcom said low and the glucose meter said 95. I was awake all-night micromanaging a system that could kill my child due to major inaccuracies. She's seven years old and not old enough to understand how to take care of herself. I rely on dexcom so I can sleep and am very meticulous about monitoring her condition. My fever is with the fake highs and lows I may not get an alarm at the right time so I can wake up and treat before it's too late. Pt code: 1905. Device codes: 2459, 2460. Ref reports: mw5181515, mw5181516.